Event description:
It was reported that the patient was undergoing a pci and stent procedure when inappropriate therapy was delivered due to oversensing of noise. System remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.